Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) used. List #100/189/070, sacett, suction above cuff tracheal tube. As received, there were no damages or anomalies observed. In order to replicate clinical use, the cuff was fully inflated with 20ml of air with an ICU medical provided syringe. No leaks were observed. The cuff was then deflated in the same manner with no difficulty. The complaint of removal difficulty cannot be confirmed nor replicated. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "during extubation of a patient in the ICU, the tube got stuck and could not be pulled out. The attempt was paused until the next day and decongestive treatments were administrated. The following day, during a successful extubation, it was observed that the cuff in the tube had settled like a functional collar and therefore could not be pulled out. With some further adjustment, the resistance felt lessened, and the tube was removed and replaced over a guidewire with a tube size 6. After 3 hours, the patient was extubated without complications. Upon inspection of tube size 7, a cone-shaped collar was observed that created relatively high resistance to extubation as it hooked under the vocal cords. The patient became significantly hoarse and had to spend an unnecessary extra day on the ventilator. It is unknown whether the patient has sustained permanent damage requiring follow-up with ent".